Event description:
A caller reported a malfunction on a pump, which occurred after the pump was accidentally submerged in a pool for about one minute. The pump initially continued to work, but later displayed a malfunction code that was not resettable. The caller confirmed that the issue did not cause the customer's blood glucose level to exceed 500 mg/dl. As a resolution, technical support arranged to send a replacement pump with updated software and provided instructions for transitioning to the new device. The customer was informed they could continue insulin therapy using multiple daily injections as a backup. They received instructions on returning the malfunctioning pump and acknowledged all procedures.